Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The device was received with operating currents within specification. No unexpected battery out limit alarms noted. The device had intermittent buttons response due to corroded keypad traces. The device also had received with cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit and the buttons weren't responding. Customer's blood glucose was 200 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.